Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The replaced the touch frame printed circuit board (pcb). The device passed extended self-test (est), and it was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that an 840 ventilator had a touch screen blocked error. There was no reported pt involvement.